Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found. It was also noted that the packaging was damaged.

Event description:
It was reported that the device packaging had been damaged due to exposure to radiant heat source for several hours. The packaging had been deformed and the sterility of the device could not be determined. The device was opened, but not used. No patient complications were reported as a result of this event.